Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard g2 filter was implanted at the l1-l2 disk space. Approximately nine years and six years post filter deployment, CT revealed the apex of the filter was mildly tilted anterolaterally. The apex was abutting the wall of the ivc. All the struts of the ivc filter was seen to perforate the wall of the ivc by several millimeters. Eventually a year later, the patient was admitted with chest pain. The patient also reportedly experienced lower abdominal pain. Subsequent x-ray chest 2 revealed a tiny metallic foreign body identified within the mid left lung, possibly representing a fractured limb of an ivc filter partially visualized in the upper abdomen. 2 punctate densities were seen near to the left hilum which could represent part of the linear metallic foreign body. There also appeared to be some strut penetration through the ivc wall. Therefore, the investigation is confirmed for the filter limb detachment, perforation of the ivc and filter tilt.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter detached and its struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut remained in left lung and the patient experienced left sided chest pain. The current status of the patient is unknown.